Manufacturer narrative:
Additional information has been provided in b4 (event description) this report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that he hypotension was resolved with epinephrine drip, and blood products

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 63-year-old patient with known coronary artery disease presented with an acute myocardial infarction complicated by cardiogenic shock, society for cardiovascular angiography and interventions shock stage d, requiring inotropes/vasopressors, with a ph of 7.3.a complaint was filed regarding the patient¿s hypotensive condition post¿off-pump coronary artery bypass grafting (left internal mammary artery to the left anterior descending artery), which required pharmacological treatment and ultimately necessitated packed red blood cell transfusion.another complaint was filed concerning the patient developing atrial fibrillation with rapid ventricular response at a rate of 140. Blood pressure remained unaffected by the rhythm change, and treatment was initiated according to hospital protocol. The treating physician is aware of these issues and does not attribute them to the impella cp pump.the patient was successfully weaned and survived. The case was coded as major injury with blood transfusion required. Given the patient¿s serious surgical history, the need for red blood cells may be attributable to the underlying operation.